Event description:
A malfunction alarm identified as malf 16 was reported by the customer for a pump that was still under warranty. There was no adverse impact to the customer's blood glucose level. Tandem technical support arranged to replace the pump, confirming that the customer would use multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery. The customer was instructed on how to put the pump into storage mode before returning it using a pre-paid label within 10 days, and they acknowledged the instructions.